Manufacturer narrative:
Device passed the displacement and self test. No frozen screen noted during test and time clock advances properly. Device received with cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the time seems to get slower and slower thus changing the delivery times. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had crack. The insulin pump will not be returned for analysis.